Event description:
It is reported that during surgery in 2008, the surgeon blocked the articular surface with the dynamometric screwdriver and realized the metallic component was not die-cast with the polyethylene part. They proceeded using another device, however, surgery was delayed approximately 1 hour.

Manufacturer narrative:
Evaluation summary: the returned articular surface component shows metal post well seated in the slot and there is no sign of damage to the poly. The complaint states that the metal post was not die-cast with the polyethylene part, but as per the design of this device, the metal post is press fitted into the poly slot and not molded in. There is no problem identified with the device. H6: evaluation codes: device history records indicate device manufactured to specification.